Event description:
A customer contacted baxter's technical service center regarding a low drain volume alarm (ldv) that appeared on the homechoice (hc) unit display. This event occurred during initial drain. The drain volume (dv) = 353ml and the last fill (lf) =1500ml. The home patient (hp) stated that she believed that she disconnected from the tubing the previous night in her sleep and unsure if she received the 1500ml. The technical service representative (tsr) had the hp close/open transfer set and check the catheter for kinks. The hp pulled up on tubing and checked the drain line. The dv is not increasing and the hp stated that she still felt full. The tsr explained to the hp that if she still felt full, to contact the pd nurse for further instructions. The hp stated that she was going to turn the machine off for the night and the tsr again advised the hp to verify with the pd nurse first. The solution to this issue was provided over the phone and indicated at the time of the initial report. There was no patient injury or medical intervention. A follow up phone call was placed to the home patient (hp) regarding the cause of the separation. There was no definitive answer provided. There was no patient injury reported.

Manufacturer narrative:
Should the sample become available, a follow-up report will be submitted.